Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported chikai 008 guide wire was returned for investigation. The returned chikai 008 guide wire was found helically curved for approximately 150mm from its tip. Microscopic observation found that the outer coil was fractured at the proximal solder (set at 90mm from the tip for the purpose of fixing the outer coil onto the core) and distally gathered for approximately 2mm. Observation of the coil fracture end by scanning electron microscope (sem) found a flat fracture surface that indicated torsion was applied to the segment. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion and tension, which were generated with wire manipulation while the chikai 008 and its concomitant microcatheter were temporally caught due to anatomical conditions, might have been accumulated on the subject segment of the guide wire. Consequently, the outer coil was loosened, elongated, and fractured. As the fracture end of the guide wire came into contact with the lumen of the concomitant microcatheter, the two devices got stuck to each other. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings]. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. It may be damaged including separation or the like, which may injure the blood vessel or leave fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (up to 720?) In the same direction. [Malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that an asahi chikai 008 guide wire was used under a non-asahi magic 1.2f microcatheter during embolization by way of pressure cooker technique (pct) of an arteriovenous malfunction (avm) in a moderately tortuous unspecified cerebral artery. The chikai 008 guide wire and the concomitant magic 1.2f microcatheter were removed as a unit. It was informed that there were no adverse patient effects. The patient was doing fine without issues and discharged from the hospital as planned.